Event description:
Customer reported erroneous low white blood cell (wbc), high lymphocyte%, and high nrbc (nucleated red blood cell) counts were obtained when using the coulter lh 750 hematology analyzer in the automated mode. The erroneous wbc count did not have an instrument generated flag. The erroneous nrbc was flagged with an instrument generated r (review) flag, alerting the operator to further review the test results. The erroneous test results were not reported out of the laboratory. Correct results were obtained when the sample was retested in the same analyzer in the manual mode. Manual blood smear slides were scanned, however, manual differentials were not performed. Quality control was performed before and after the event, and was acceptable. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
Raw data analysis was conducted to investigate this event. The raw data analysis identified the cause for the erroneous results was interference in both the wbc raw count and wbc histogram in at least one of the apertures. There was an instrument generated r flag with the nrbc count to alert the operator to further review the results. Product labeling was reviewed. The lh750 operator's guide, document 4277249 states: the lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message. This is one of three events reported by this customer. The related mdrs are 1061932-2012-00446 and 1061932-2012-00447.